Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier was failed and users were unable to login. A field service engineer asked the user to log in and attempt authentication using biometric identifier, but the biometric identifier did not work, first reseated the biometric identifier cable, then removed all in one (aio), reseated all cables, and reinstalled all in one (aio), replaced the biometric identifier device, but the issue persisted, then downloaded the updated drivers and pushed them to the pyxis system, logged into the hardware test application (hta), ran the tests, rebooted the system, and once back in the application, the customer was able to log in successfully using biometric identifier. The customer also verified successful login using biometric identifier. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es biometric identifier on mphaor7 was failing and would not allow end users to log in. The customer stated that the device had to be rebooted each time a user needed to log in to the machine. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.